Manufacturer narrative:
Device evaluation summary: the device was received at mentor with clear gel inside. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device was severely rented. No other anomalies were discovered. A manufacturing record evaluation (mre) was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 550cc and experienced bilateral capsular contracture (baker grade unknown) on breast implants. The patient was experiencing hardness, pain, limited movement of the breasts; the right side is worse than the left side. As a result, the patient underwent removal of the implants on (B)(6) 2019. This is for the right side implant, see manufacturer report number 1645337-2019-08612 for contralateral prosthesis.